Manufacturer narrative:
Additional information section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: aug 05, 2021. Section h3: evaluated by manufacturer: yes. Device evaluation: complaint product was received and it was returned in its original packaging. Upon evaluation of the device all the components were correctly engaged, and pushrod was in a partially advanced position. No assembly error and/or defect related to manufacturing process was observed. Lubricant material residues were observed in the cartridge and in the storage zone of the lens. The lens was stuck at the cartridge tube and appears in a folding position. As the lens was too hard inside the cartridge it was not possible to remove it from the device to verify its condition. Therefore, the lens damaged condition could not be verified. Due to the condition of the sample returned product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that one additional complaint was received for this production order, however, this complaint meets the criteria for no further investigation. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: not applicable. The iol was not implanted. If explanted; give date: not applicable. The iol was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported that the lens was damaged and added that it was defective. Additionally, there was no patient contact. Follow-up was done to get additional details but the customer was unable to provide any further information.